Event description:
It was reported that during an unknown procedure, the instrument blade was very hot. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported .

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time the harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip could not be formed properly. The clip had a teardrop-shape. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Added additional information the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. No thermal issues were noted during inspection. There were no anomalies noted with the functionality of the device. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature.